Manufacturer narrative:
Tf 5507 indicates a leaking/defective mixer valve. Mixer block was replaced.

Event description:
Hamilton medical ag received the following incident description: device alarmed with tf 5507.

Event description:
Hamilton medical ag received the following incident description: device alarmed with tf 5507.

Manufacturer narrative:
Tf 5507 indicates a leaking/defective mixer valve. Mixer block was replaced. Hamilton medical ag complaint number: (B)(4).